Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient passed away. It is unknown if the s-ICD system was explanted and will be returned.

Manufacturer narrative:
The patient is in very poor condition in the intensive care unit and is on a respiratory ventilator. No additional adverse patient effects were reported. An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a non-boston scientific nerve stimulator for heart failure. Testing was performed with the stimulator at different frequencies but it appeared to be causing noise on the s-ICD surface electrograms. Data was submitted to boston scientific technical services (ts) for review. Based on some of the strips, the primary vector looks promising; however, other strips indicate some oversensing and noise on all sensing vectors. The ts consultant discussed that as the stimulator is at the neck region of the patient, the primary vector would be the most promising. Discussion about potential reprogramming of the stimulator was also discussed along with other troubleshooting. Testing was performed with the stimulator for 10 minutes and the alternate vector showed great sensing with only one noise marker. The s-ICD was reprogrammed and remained implanted. No adverse patient effects were reported. Additional information was received that the patient's wife woke up to the patient seizing in bed and started compressions until the ambulance arrived. It was determined that the patient was in ventricular fibrillation (vf) when he arrived at the hospital. Interrogation of the s-ICD confirmed that the patient had gone into vf and the s-ICD delivered shock therapy which converted the arrhythmia; however, the electrogram showed that during the episode, there were quite a few noise markers which caused a delay in therapy delivery. The data was submitted to ts, and it was determined that the source of the noise was most likely from the nerve stimulator. In addition, it was reported that the stimulator emits unipolar signals to the electrode on the carotid artery; this type of unipolar signal is contraindicated for use with an s-ICD.